Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, due to a leak from the plastic distal end cover, it may not have been possible to properly reprocess and remove the foreign matter. From the images provided, it was confirmed that foreign matter adhered to the air and water supply channels and the air and water supply cylinders, but it was not possible to identify foreign matter. A definite root cause could not be determined. Such events can be detected and prevented according to the following ifus: detection method is gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited airwater-tube and airwater-cylinder had white foreign material inside the tubes. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.